Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) and post-reset ram crc alarm (pump error 23) during basal delivery. Troubleshooting was performed and found that the customer successfully cleared the alarms and the customer was able to complete the pump rewind. The customer performed a self-test and passed. No harm requiring medical intervention was reported. The customer continued using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Unit passed the self test and displacement test. Expected pump error 23 occurred during boot up. No pump error 53 alarms and unexpected pump error 23 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to a possible bum fault found on (B)(6) 2023 at 02:14:19.00 the formatted history file confirmed pump error 53 alarm (line number 0 file number 0). Problem isolated to the electronic assembly as per global logic analysis (esf3764387). Pump error 23 was found on (B)(6) 2023 at 06:01:50.00. Pump was cut open and found a corroded home switch, dried insulin in the motor slide, and moisture damage on pcba 1 and the force sensor during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, cracked case - corner of belt clip rails. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error anomaly. Unexpected pump error 23 was not confirmed during testing. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.